Event description:
Pt was injected trans urethral with coaptite; she then developed urinary retention.

Manufacturer narrative:
Pt developed urinary retention, a foley was placed for 72 hrs, she had no further problems. Addl lot number 1006010